Event description:
It was reported that during preparation for an atrial fibrillation (af) procedure one farawave 31 mm was selected for being used, however there was difficulty to flush the device, additionally extra glue on handle was noted around the flushing port, the device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the sterile seal was not damaged or compromised, no pictures were provided of the device since they are not available.

Event description:
It was reported that during preparation for an atrial fibrillation (af) procedure one farawave 31 mm was selected for being used, however there was difficulty to flush the device, additionally extra glue on handle was noted around the flushing port, the device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the sterile seal was not damaged or compromised, no pictures were provided of the device since they are not available.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, they functionally tested the steering mechanisms of the catheter and found them to function properly. Then, the lumen of the catheter was tested for leaks, the lumen was uncompromised, and the device passed leak testing. They then tested the irrigation flow of the catheter and found that all six irrigation ports allowed free flow and the rate of flow was within device specifications. Finally, the catheter was electrically examined and no shorts or opens were found. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues. No foreign material was found on the catheter, however, the adhesive on the flush tubing of the catheter was visible. This is not considered to be out of specification and would not impact the flushing capability of the devices, but it may appear as excess material to the user.